Event description:
It was reported by remote transmission the patient presented to the emergency department with chest pain. Further analysis determined the ventricular lead had high thresholds and high impedance. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).